Event description:
It was reported to boston scientific corp in 2008, that a corflo cubby low profile gastrostomy device was placed a week prior. According to the complainant, the button locking adapter cracked 4 days after placement. It was reported that the device was replaced with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.